Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's scs ipg was unable to communicate with external devices. A manufacturer representative interrogated the system in order to restore functionality to the device but was not successful. The device is unable to provide therapy.

Event description:
Additional information indicates surgical intervention was undertaken on 6 april 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device being placed in MRI mode on 5/27/2021. The device was in MRI mode when received at abbott. The root cause of the device entering the service application state was due to the patient¿s explant procedure and was not related to the reported observation. Once the device was placed in MRI mode if a programmer had not been previously paired, then any future pairing between an artemis controller/programmer and the implantable pulse generator (ipg) would have been inhibited as the magnet response is turned off when the device enters MRI mode. Based on the ipg diagnostic logs, the device was functioning as designed on the observation date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.